Event description:
Same case as: 2134265-2008-02898. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 2.5mm and 3mm taxus express2 drug eluting stent were deployed in the right coronary artery (rca). Plavix and aspirin were prescribed. Nine months post the stent placement, the patient presented with an acute inferior myocarial infaction. Balloon inflations were made in the rca with a 2.50x15mm maverick balloon, inflated twice to 8 atm for 30-90 seconds. Angiography demonstrated evidence of some residual clot. Therefore, three balloon inflations were performed in the distal rca with a 2.75x12mm quantum maverick, inflated to 12-14 atm for 1 minute. Angiography showed excellent flow within the distal rca. Timi 3 flow was present throughout the entire posterolateral branch, as well as the rca. Medication: heparin and reopro.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unknown, a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.